Event description:
The customer reported that the pt rec'd a skin burn on the abdomen following usage of the device during an open procedure. The degree and treatment of the burn were not provided. The customer has indicated that the device was discarded after the procedure. Add'l questions have been asked to the site contact.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.